Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was rec'd that a pt's ipg site was infected and "dripping" pus. The physician explanted the pt's ipg and treated the pt with intravenous antibiotics. The physician does not believe the infection was device related and the pt is reportedly doing well.